Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach was not further specified. The patient was not hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with vancomycin (1 g, ¿one bag,¿ frequency, route, and duration were not reported), meropenem (250 mg, ¿one bag,¿ frequency, route, and duration were not reported), and gentamicin (20 mg, ¿one bag,¿ frequency, route, and duration were not reported) for peritonitis. The patient¿s recovery status was unknown. On an unreported date, the patient was retrained in aseptic technique. The action taken with dianeal therapy was not reported. No additional information is available.